Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto 3, visitag, carto navistar thermocool. Other company¿s devices that were used in this study: therapy coolpath catheters. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 167 patients (68 cf group vs. 99 non-cf group) with paroxysmal atrial fibrillation disease underwent catheter ablation from 2009 and 2013 (for non-cf group).all subjects included in the cf group underwent ablations after the year 2013. Among them, one patient had gi bleed from an esophageal tear as a result of esophageal temperature probe insertion in the cf group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿three-year outcomes and reconnection patterns after initial contact force guided pulmonary vein isolation for paroxysmal atrial fibrillation¿ the purpose of this study was to compared the single procedure success of cf-guided pulmonary vein isolation (pvi) with that of non-cf guided pvi during a three-year (1095 days) follow up period and analyzed the pattern of pulmonary vein (pv) reconnection. Suspect device is a smarttouch catheter, however catalog and lot number is unknown.